Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was on retry mode. A technical support specialist (tss) connected to the database server through secure link access and accessed the health status viewer, confirming that no retry mode notification was present. The tss planned continued observation of the device for stability. The tss then logged in to the station application with appropriate support credentials, logged off into administrative mode, and stopped both the maintenance service and data synchronization service. The tss monitored the data synchronization debug file and executed database scripts using the database management system. The tss performed a cleanup operation by truncating a system operations table to prevent excessive data from affecting synchronization performance. The tss restarted the data synchronization service and monitored the logs until synchronization stabilized, then restarted the maintenance service and returned the station to application mode. The tss accessed the enterprise server web application, navigated to facility settings, and adjusted the synchronization change tracking chunk size to optimize data processing. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two stations were in upload/retry mode with upload failure and remained in retry mode for approximately 16 hours and 38 minutes as observed in (B)(6). There were no delay and adverse events or injuries reported based on this event.